Event description:
Sales rep reported that three fast-fix were used and all three implants are in the patient. The sutures were prematurely cut while trying to tighten the knot from t1 to t2. Surgeon went to an inside-out technique to complete the repair. The customer used one kpsc (knot pusher suture cutter) and the gold button was not pushed forward.